Event description:
Sorin group (B)(4) received a report that on the eight day of a procedure, the stockert centrifugal pump control panel displayed an alarm and the pump stopped. There was no audible alarm. When the clinician turned the pump knob, flow was resumed. It was reported that the procedure was interrupted for approx 15 mins. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that on the eighth day of a procedure, the stockert centrifugal pump control panel displayed an alarm and the pump stopped. There was no audible alarm. When the clinician turned the pump knob, flow was resumed. It was reported that the procedure was interrupted for approx 15 mins. There was no report of pt injury. The hospital communicated that the perfusionist later changed out the control panel and the device has been working properly. The investigation is ongoing. A f/u report will be sent when the investigation is complete.